Manufacturer narrative:
Investigation summary: 1. Lot#: 8335594 DHR was reviewed and no qn found; 2. Manufacture records were reviewed, no abnormal was found. 3. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. 4. Clog test was conducted on 14pcs retention samples and all no needle clog found. 5. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; 6. Base on investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: based on the investigation above, the certain cause cannot be concluded at the moment. Root cause description: pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. Clog test was conducted on 14pcs retention samples and all no needle clog found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; based on the investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that a needle clog was found before use with a pen needle 31gx5mm. The following information was provided by the initial reporter, "it's noticed that cannula clogged and completed prevent fluidic fill in & out during priming."

Event description:
It was reported that a needle clog was found before use with a pen needle 31gx5mm. The following information was provided by the initial reporter, "it's noticed that cannula clogged and completed prevent fluidic fill in & out during priming."